Event description:
The reporter called and alleged discrepant values compared to a lab. The reporter said the device result was greater than 8 inr two times. The reporter said the lab value was 4.17 inr.